Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There was one additional similar issue reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: 48344.

Event description:
It was reported that following a "difficult" trabecular microbypass stent system procedure, the patient presented during a one (1) week postoperative visit with what was described as a "long metallic foreign object" embedded where the second stent was implanted. Per report, the surgeon believes that the trocar broke off, and a fragment was left embedded in the trabecular meshwork (tm). Reportedly, the surgeon plans to remove the fragment and attempt to re-implant the stents. The report noted that patient movement and compromised visibility contributed to the event. Additional information has been requested.